Event description:
Customer alleges chair intermittently triggers a motor fault and found out that its source related voltage loss of 3.5 in the system. Customer also states battery positive harness is loose from the factory. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number (B)(4) rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the power chair allegedly triggers a motor fault code, intermittently. The positive battery harness is allegedly loose. Invacare had the dealer tighten the harness which in turn eliminated the intermittent motor fault code. No injury alleged.